Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flow control barrel of a titanium spike peritoneal dialysis (pd) transfer set was broken. This issue was observed while the patient was using the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : one sample was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing including leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.